Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: the complaint device was not received for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 99% stenosed denovo lesion was located in the moderately tortuous and severely calcified distal right coronary artery (rca) and was predilated with a non-bsc balloon. The 8mm x 3.75mm nc quantum apex balloon catheter was advanced to the previously placed non-bsc stent for post dilation. During the first inflation a balloon rupture occurred at 10 atms. The balloon catheter was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.